Event description:
Boston scientific crm received information that this chronic right ventricular defibrillation lead was associated with a remote monitoring alert for a high out-of-range pace impedance measurement. There were no reports of adverse patient effects, and the lead remains implanted and in service.

Event description:
Subsequently, a boston scientific field representative reported the patient presented clinically after receiving shock therapies. While interrogating the device, the representative observed the delivery of anti-tachycardia pacing and the onset of charging for shock delivery. The patient received two shocks. A health care provider (hcp) set up an electrocardiogram to verify the patient was not in a true arrhythmia. The physician requested the device be reprogrammed to monitor only while system replacement was considered. The lead subsequently was explanted due to a suspected fracture; there were no adverse patient effects.

Manufacturer narrative:
This lead's reporting status is changed to serious injury from malfunction due to device reprogramming to deactivate tachycardia therapy. Our analysis could not confirm the clinical observations of a suspected fracture. The distal section of the lead was returned to our post market quality assurance laboratory with a stylet stuck in the lead segment. An x-ray of the segment showed no anomalies, and the segment passed the electrical continuity test with manipulation. The lead had been severed 555 millimeters (mm) from the tip with the rate/sense negative (rs-) conductor coil extending to 560 mm. Visual observations noted that the clear medical adhesive (ma) was torn/separated from the eptfe (expanded-polytetrafluoroethylene) at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point; the distal end of the proximal spring was separated from the lead body insulation and ma was noted; the proximal end of the distal spring electrode was separated from the lead body insulation and ma was noted; tissue was noted around the distal end of the distal spring; body fluid was noted in all lumens; the rs- conductor coil was stretched near the tip; there were multiple cuts and tears along the lead body and in the suture sleeve; the lead body was curled due to the lead body being pulled with force and then released; the helix was in a retracted position and tissue was noted in the helix. The segment failed the test of insulation integrity at a point 70 mm from the tip, in the rs- to distal high-voltage coil area, due to a tear in the insulation. No additional testing was performed.

Manufacturer narrative:
This report will be updated if additional information is received.